Manufacturer narrative:
(B)(4). The insulin pump had a cracked case at display window corners, broken battery tube threads, reservoir tube, reservoir tube lip completely broken off and a test reservoir will not lock/click in place. There was also the cracked belt clip and minor scratched display window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level at the time of the incident was not known. Customer reported that the circle that holds the reservoir in cracked or broke. The customer's spouse tried to glue it back together. Customer reported the whole circumference around the reservoir compartment entrance is broken off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.